Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was low power during a surgical procedure. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The core module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 16, 2012. Based on qa assessment, the product met specifications at the time of release. The core module was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The core module was installed into a calibrated system booted up. There were no system messages generated upon boot up. The system was then tested and was found to meet specifications. The returned product was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).